Event description:
During a pta treatment procedure on a clotted dialysis graft in the forearm, the wire appeared to separate or break and was frayed at the ends. The break occurred approximately seven inches from the distal end of the wire. The physician was able to remove the wire fragment by pulling it out. No additional intervention was required. Patient status is reported as 'ok' following the procedure.